Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range shock impedance measurements. The lead also displayed noise. The patient was admitted to the hospital for a revision procedure. Tachy mode was turned to off until the patient underwent the procedure. The lead was explanted. A request for additional information has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional infomation become available, this report will be updated.